Event description:
It was reported that, the cardiac resynchronization therapy defibrillator (crt-d) system was interrogated, and it revealed a code 1005, indicative of an open circuit condition during shock delivery. The device appropriately shocked the patient over the weekend, which successfully terminated the ventricular tachycardia (vt). The shock impedance on the episode report was measured as greater than 125 ohms; upon review this right ventricular (rv) lead exhibited high shock impedances out of range. This measurement has since reduced and was measuring around 140 ohms when it was tested. The technical services (ts) recommended to replace this rv lead and discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.